Event description:
The facility reported a pump where the channel select button for channel a is worn out and hard to use. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the pump is the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.